Event description:
It was reported that "it was unable to pace during use in acetylcholine provocation test. There were no patient complications reported. Another catheter was used and the problem was solved." No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found an open condition occurred between the proximal electrode and connector pin. The catheter was cut down and continuity testing revealed an open condition at the soldering joint to proximal electrode. The distal electrode was continuous without any intermittent or open condition. No short conditions were observed between the proximal and distal electrodes. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon inflation test was performed using the returned syringe with 1.3cc air by holding the balloon under water. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.